Event description:
A malfunction related to an altitude alarm was reported by the customer. Blood glucose levels did not exceed 500 mg/dl and remained within normal range. The customer did not have to suspend insulin due to the issue and followed tips provided by technical support to prevent future alarms. It was necessary to replace the cartridge, after which the pump resumed normal operation.